Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that a patient with diabetes (pwd) stated that the same issue had occurred twice previously, during which she replaced the infusion site and observed a bent cannula, insertion of a new infusion site resolved the elevated glucose levels. The patient reported having received a ¿line blocked¿ message; however, no line-blocked alarms were recorded. She reported priming the tubing and confirmed that insulin was exiting the end. Upon removal, the cannula was observed to be bent. The patient stated that her glucose levels had been in the 300s mg/dl, and the reading was 355 mg/dl. There was patient involvement and no patient harm reported.